Event description:
It was reported that a continuous glucose monitor (cgm) alerted for high glucose with no other alerts and troubleshooting of the pump and infusion set showed a dry site, proper tubing connection, and immediate drops on fill. Meal announcements for snacks were noted, and a site change occurred just prior, after which the user took subcutaneous insulin by pen and temporarily disconnected from the pump before reconnecting, with a subsequent fingerstick reading of 187 mg/dl. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included insufficient information regarding impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to incorrect meal size, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.